Event description:
It was reported that the patient's right knee was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.